Event description:
When unit plugged in it caused loud error sound "3" flashed on screen - device not working. Second device tried (on different box) same result. A third probe tried on second box worked without evident.